Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient was seen at the emergency room after experiencing extreme pain to the chest and back. The patient was found to have a low grade fever and pericarditis. An echocardiogram revealed a small pericardial effusion and a chest x-ray was indicative of congestive heart failure exacerbation. On interrogation, there was an abrupt pacing impedance change when compared to the discharge interrogation post-implant indicating possible lead migration or microperforation in the vessel. The patient's right atrial (ra) lead, right ventricular (rv) lead, and implantable cardioverter defibrillator (ICD) were all repositioned and remain in use. The patient was enrolled in the wrap-it clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads had been repositioned due to lead dislodgement.